Manufacturer narrative:
Cloud data from the user for the day of 13dec2025 was downloaded and reviewed. Review of the cloud data confirmed that a bolus was delivered around 08:30. The bolus record showed that the bolus volume was 7.2 u. The patient history buffer (phb) data showed that the total pulses delivered count tracked by the pod incremented appropriately based on the 7.2 u bolus volume after delivery of the bolus, indicating that the bolus was actively and successfully delivered by the pod. No evidence that a bolus that was programmed was not delivered was observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports that their op5 personal diabetes manager (pdm) indicated a bolus was given for breakfast, but blood glucose (bg) rose significantly, suggesting the bolus was not delivered. Their bg's rose to 19 mmol/l after an 8:30 bolus for a 9:00 breakfast.

Manufacturer narrative:
Device lot details have been added, d4 lot, serial, UDI, h4 and h11 have been updated. Lot release records were reviewed, and the product lot met all acceptance criteria.